Event description:
Procedure type: nephrectomy. According to the reporter: the device could not cut well. Another device was used to complete the procedure. There was no bleeding, no tissue damage, no additional tissue loss, no pt harm. Operating room time not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).